Event description:
A nurse reports a pt with a possible decentered ablation. This report is for the right eye, the left eye is being reported under manufacturer's report number 1061857-2008-00096. Pt records were received and indicated a 1 line decrease in bcva in the right eye at the 1 day post-op exam. Ucva improved from 20/60 to 20/25. The surgeon stated there was no pt harm/injury associated with this event. Add'l info has been requested.

Manufacturer narrative:
Reporting of this complaint at this time is based on a previously filed serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision 4000 were reviewed for this type of event starting 2007. This MDR filing is a result of that retrospective reveiw. A surgery database performance verification was conducted on this system and the analysis indicated the laser performance factors analyzed were operating within specification during the time of this pt's surgery. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available.